Event description:
The hcp reported that the pt developed redness, swelling, drainage and incisional wound opening of the implant site for an interstim neurostimulator. Cultures were taken of the device pocket but the results are unk. The pt did not have meningitis. The pt was treated with oral antibiotics and the device system removed. The infection is reported as resolved.

Manufacturer narrative:
H.6. Final device analysis revealed no significant anomalies.